Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hypoglycemia and the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 370 mg/dl and the sensor glucose was 345 mg/dl. The customer¿s blood glucose level was 308 mg/dl, 345 mg/dl and 47 mg/dl. Insulin delivery was not suspended due to sensor values. The customer was informed that their blood glucose and sensor glucose levels were in acceptable range. The customer was treated with carbohydrates and a bowl of cereals for low blood glucose level. The customer declined troubleshooting. Customer did not receive a sensor updating alert. Customer did receive a calibration not accepted alert. Customer did receive a change sensor alert. The insulin pump will not be returned for analysis and the sensor will be returned for analysis.